Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic after a lead warning had triggered due to high ventricular impedance and one episode of ventricular high rate recorded. Reprogramming was performed to unipolar and decrease sensitivity and the lead remains in use. No patient complications have been reported as a result of this event.